Manufacturer narrative:
H11: the device was not received for evaluation; however, the device was evaluated on site by a qualified technician. Visual inspection of the machine showed that the wheelbase was broken. A service history review revealed no indication that the parts replaced during previous service caused or contributed to the reported event. The reported condition was verified. The cause of the machine instability was determined to be the broken base, which was replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the front wheels of an ak 98 machine were observed to have broken bases during transport. The device was at risk of tipping over. There was no report of patient injury or medical intervention associated with this event. No additional information is available.